Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer requested assistance with the bolus feature via phone call. Customer reported previously having a blood glucose level of 44 mg/dl, but declined troubleshooting. Blood glucose level at the time of the call was 284 mg/dl. During troubleshooting, the customer stated that the drive support cap was flush. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump communicated properly to blood glucose meter. No blood glucose meter anomaly noted. Drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at display window corners, minor scratched and cracked display window.